Manufacturer narrative:
The device was returned for an investigation. Ventec evaluated the device and was unable to verify or reproduce the reported issue. The cause of the reported issue could not be determined.

Event description:
It was reported that the device would not ventilate. There was no patient involvement.